Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited noise on rv rate/sense and shock channel along with oversensing and high pacing threshold measurement. Troubleshooting was performed and noise was not reproducible. Boston scientific technical services (ts) discussed issue and possible cause. Subsequently, this rv lead was surgically abandoned and the ICD was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment was returned. Visual inspection revealed that the lead was severed 203 millimeters from the terminal pin. There was a sharp curve in the lead just distal of the yoke area. The lead passed continuity test with manipulation. Visual inspection noted that the trilumen insulation is abraded through to the proximal high voltage lumen. There was trilumen insulation webbing damage between the rate/sense and distal high voltage lumens. There was a surface abrasion over this area as well. Due to the location and type of damage, the abrasions were most likely due to lead-on-can or lead-on-lead contact within the pocket, coupled with some type of compressive force. The field allegation was confirmed. The lead was clinically out of specifications.